Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 509 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Reportedly, the customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer did not realize they were going high. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.